Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the helix portion of the lead exhibited failure to retract. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead with a stylet was returned in one piece for analysis. Visual inspection found the helix was retracted and clogged with blood/tissue. X-ray inspection found the inner coil over-torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies. The cause of the reported event was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.